Manufacturer narrative:
Results evaluations - (other): investigation: smith medical international's investigation stated that the report of cuff leakage was confirmed. The source of the leakage was identified as damage to the tip of the tube, resulting in puncture of the inflation lumen. A review of our complaints history confirmed this to be the first complaint for this product lot and the first complaint for this nature for this product code. A technical documentation review was carried out, which raised no anomalies and confirmed the presence of cuff inflation line check careied out on 100% of products. Root cause: we are unable to assign a root cause for the damage found. It is not stated whether the product was testing prior to use in accordance with the product instructions. We can only surmise that the damage was caused by either of the following: the damage occurred following testing, during packaging. The damage occurred following opening of the unit pack, during the set up procedure. The damage occurred during insertion of the device. In the absence of a definitive root cause it is not possible to assign corrective actions. This complete has been entered into our records for future complaints trending.